Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A lot history review revealed this is the only complaint associated with balloon rupture for this lot. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Although requested, additional event details relating to potential patient anatomy factors were not able to be obtained from the user facility. Based on the information obtained related to the event and the investigation, a definite root cause cannot be determined. It is unknown if patient anatomy or procedural issues contributed to the reported event. (B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Actual device not evaluated.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured during treatment of the target lesion. The health care professional (hcp) gain patient access through the left groin using a 55cm 6 french ansel cook introducer sheath. The lutonix dcb was advanced to the target lesion without issues. Reportedly, the hcp attempted to inflate the balloon but allegedly the balloon would not hold pressure. The hcp removed the balloon without difficulties. The hcp used another lutonix dcb of the same size to successfully treat the target lesion. The sample has been discarded by the user facility. No adverse patient effects were reported.